Event description:
The customer reported to philips healthcare that the heartstart mrx paddle was broken and/or malfunctioned. There was no reported pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.